Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan. 6, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the complaint lens was received; the pcb00 device (delivery system) was not received. Visual inspection at microscope magnification was performed. The lens was observed cut into pieces which could be related to the removal process. One of the haptics was observed in good condition. The other haptic was detached from the lens body, but it was not received with the product returned. The reported haptic damaged (broken) was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to patient being unhappy with their vision as there was negative dysphotopsia. This was replaced with a non-johnson and johnson iol, lower diopter power. There was no incision enlargement, no vitrectomy and no sutures required. Patient was very well post-explant. No other information was provided.

Manufacturer narrative:
Weight: unknown/ not provided. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.